Event description:
It was reported that "cable not working". No patient injury was reported.

Manufacturer narrative:
Evaluation summary = trilens out of spec. An edwards electronic technician evaluated the optical module and found that the trilens was damaged causing the svo2 drift. The trilens and out of spec red led were replaced. The service history record was reviewed and all manufacturing requirements were met.